Manufacturer narrative:
Bd received three samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 5357575 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the rubber stopper was coming off and remaining in the tube holder during usage of the a 13x75 mm 4.0 ml bd vacutainer® plus plastic plasma tube causing blood leakage. There was no report of serious injury or medical intervention.